Event description:
N/a

Event description:
It was reported by the customer that during a routine check the cs300 intra-aortic balloon pump (iabp) unit, when turned on the unit turned on and off by itself several times. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cs300 intra-aortic balloon pump (iabp) unit and found that the problem was with the switch. To fix the issue the fse tried cleaning the switch by spraying clean contact, then the unit worked. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital.